Event description:
It was reported a perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was attempted using a 20mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). The laa was bi-lobed with a proximal anterior limbus pouch and a small posterior target for deployment of the closure device. Four (4) partial recaptures and three (3) full recaptures were performed in an effort to place the closure device in an optimal location. Placement of the closure device was unsuccessful due to patient anatomy, and the decision was made to abort the procedure. After removal of the closure device, a pericardial effusion with tamponade was identified at the laa via echocardiography. A pericardiocentesis was performed and a pericardial drain placed; 1250ml of blood were drained from the patient. The patient was transferred to the intensive care unit where their condition stabilized, and the pericardial drain was removed. The patient fully recovered and was discharged four (4) days post index procedure.